Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported an angiojet® ultra system console footswitch was working intermittently. No patient was involved. Additional information has been requested but has not been obtained.